Manufacturer narrative:
Six (6) samples were received for evaluation. Visual inspection revealed particles in the bags. All of the containers had been accessed through the injection port. Microscopic inspection revealed that the particles were colorless with at least one tapered end. The particles ranged in size from 1.1mm to 9.2mm. Fourier transform infrared (ftir) microscopy was performed, and revealed that all of the particles were consistent with polyester. Polyester is not used the manufacture of intravia containers. The reporter stated that an 18 gauge needle was used to compound the solution in the bags. Per the direction insert provided with this device, the needle size must be 19 to 22 gauge. The reported condition was verified for all six samples. The cause of the condition was determined to be a use error of using a needle larger than the labeling recommends, which could cause particles in the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small translucent strands of particulate matter (pm) were observed in six (6) intravia containers. The pm was observed floating in the containers after being compounded with cardioplegia using a syringe and 18g needle. This event occurred during setup and before patient use. There was no patient involvement. No additional information is available.